Event description:
It was reported intermittently that insulin drips were not observed to be exiting the cartridge tubing during the load fill tubing process. Reportedly, multiple cartridge were performed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 350 mg/dl to over 400 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.